Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that the helix of the attempted implantable pacing lead failed to extend or retract. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.